Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed a high out of range impedance measurement and was not pacing. Lead fracture was suspected. A revision was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed no lead fracture. Resistance testing was performed revealing normal lead measurements. Analysis concluded this lead met specification.